Event description:
It was reported that during a ptca procedure, the physician felt resistance between this choice pt es guidewire and a crosssail balloon catheter. The patient was asymptomatic during this event. The lesion being treated was calcified, 90% stenotic lesion in the right coronary artery. The physician used a 6f terumo introducer sheath for vascular access and a 6f mach1 hs2 sh guide catheter to cross the lesion. It is noted that the tip of the guidewire was manipulated through a metal entry needle and resistance was met with insertion of the guidewire. The choice pt es guidewire was removed and replaced with another choice pt es guidewire to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.